Manufacturer narrative:
This decision tree (dt) (B)(6) supersedes dt (B)(6) . The previous MDR dt was completed in error with the incorrect reportability.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc-383078-leakage. On (B)(6) 2025, while administering an intravenous infusion to the patient in bed 6, the nurse observed blood seeping from the extension tubing of the indwelling needle, preventing further infusion. The nurse immediately reported the issue and replaced the indwelling needle with a new one, successfully completing the infusion. This resulted in a second puncture for the patient, causing discomfort but no other adverse effects.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Due to the inability to identify the specific location and abnormal condition of the defect sample where leakage occurred, and the sample itself has not been received for further analysis, so the root cause of leakage cannot be determined. The plant will continue to track and trend for this issue.